Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was the distal rca with heavy tortuosity and mild calcification. During use of the 2.5 x 15 mm xience v stent a dissection occurred. The dissection was treated with a new xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily and indication of a product quality deficiency. Dissection can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent may cause acute closure of the vessel requiring add'l intervention. In this case, the dissection required treatment with an additional xience v stent. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.